Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with a lead at l3, l4 and l5 all from the same lot number as part of her axium neurostimulator system. It was reported diagnostics indicated invalid impedance readings for the lead implanted at l3. Reprogramming was unable to resolve the issue. The lead was subsequently explanted and replaced which resolved the issue.